Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope is cloudy and cannot be used. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope is cloudy and cannot be used. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. There was no evidence of blood or visual defects observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image could not be obtained. Based on the returned condition of the device and the evaluation results, the reported failure "poor quality image" was confirmed.